Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis. On an unreported date, the patient experienced redness, discomfort and pain by catheter exit site. The patient was not hospitalized for the event. The cause of peritonitis was not reported. Patient was being treated for kelfex 500mg for one week. The patient recovered from this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed on potentially associated lot number 12k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).